Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Tandem technical support (cts) walked the customer through editing to the correct time. Upon reviewing the pump data on the t:connect logs, the time was incorrect until the time of the report; customer acknowledged. The customer's blood glucose level was 277 mg/dl.